Event description:
Allegedly, patient was revised due to bone fracture. Product not revised: cotyle "anca" avec trous a/revet. Hap 46, catalog # ppr67246, lot # s0197265, qty 1. Noyau "anca fit?"10 deg. 46*28 , catalog # ppr67546, lot # r0796094.1, qty 1.